Event description:
It was reported that the customer's insulin pump alarmed twice motor error. It was stated that the device was not exposed to a high magnetic field. The displacement test was performed and the test did not pass. It was stated that the customer is pregnant and requested having the device replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and missing end cap sticker noted. Motor error alarmed during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarms. Loose/protruded drive support noted.